Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was reported that "diagnostics included patient reported right upper extremity weakness/numbness on (B)(6) 2015." No action was taken. The clinical diagnosis was updated to paresthesia.

Event description:
On (B)(6) 2015, the patient presented to the ed (emergency department) with right upper extremity weakness and numbness. The event required hospitalization. The severity of the event was noted to be ¿mild¿. The outcome of the event was noted as ¿ongoing¿. The device system was delivering dilaudid and bupivacaine.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, the event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).